Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate the reported issue, the stm confirmed the issue and replaced the whole wheel to resolve the issue. The stm then performed all test and calibrations, unit passed all to manufacturer standard. The iabp was returned to the customer and cleared for clinical use. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during transport of unit, the cardiosave intra-aortic balloon pump (iabp) brake clip came off from the wheel. There was no patient involvement, and no adverse event reported.